Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using an unspecified bd¿ pen needle the medication did not come out. The following was received by the initial reporter: verbatim: hospital reported that even when the injection button is pressed after setting the accufine needle to the insulin pen, the medications (growth hormone) did not come out or difficult to come out.